Event description:
In december of 1998, a pt underwent single-lead atrial synchronous ventricular pacemaker system. On january 21, 1999, the MFR rec'd a phone call saying that the above mentioned pt's pulse generator could not be interrogated. On january 21, 1999, the physician elected to explant the pacemaker and lead. On february 12, 1999, the explanted pacemaker and lead were rec'd for an evaluation.